Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had become dislodged. It was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure and would be monitored through follow-up.

Event description:
It was reported that the patient presented to the clinic experiencing fatigue, dyspnea, and diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. Device reprogramming was performed and capture was obtained. Following reprogramming, patient symptoms had ceased. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).